Manufacturer narrative:
Superdimension has requested the device for evaluation but has not received anything to date. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
Patient received a pneumothorax during a superdimension enb procedure. The patient received a chest tube, was hospitalized two days and released. The pneumothorax was found on a chest x-ray after the procedure. The site reported they were having accuracy issues during the case. If additional information is obtained a follow-up report will be submitted.

Manufacturer narrative:
The logs and case recordings were returned for analysis.the software was working as designed with no errors or issues found in the logs. The root cause could not be determined. If additional information is obtained a follow-up report will be submitted.